Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following reportable malfunctions were found during the device evaluation " no image with 190-series scope". Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue of ¿no image on monitor with 190-series scopes¿ occurred due to a failure in the low voltage differential signaling (lvds) board. The cause of the lvds board failure could be to be stress induced by heat, humidity, or overload. This stress could have affected the circuit board. Since the issue of ¿intermittent image and noise in the image¿ was not confirmed, the cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had intermittent image and noise coming in the image. The issue occurred during routine maintenance. There were no reports of a procedure, and no patient was involved.